Manufacturer narrative:
The product remains implanted. The patient is doing fine and receiving therapy. This is the final report.

Event description:
The surgeon reported that a patient was bleeding after surgery. The surgeon discovered and evacuated a hematoma.